Event description:
It was reported that the foot control device was leaking. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device leaks could not be confirmed. Therefore, an assignable root cause was not determined. However, during visual evaluation, it was observed that there were debris in the oil fill tube and chamber preventing pretest from being performed. It was determined that this condition was due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.